Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Graters are dull due to normal usage.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
Examination of the returned instruments finds them in overall good condition. Although it is not known how many surgeries/uses each has endured it is not unreasonable they are not as sharp as when first distributed. Their continued use based on sharpness would be a matter of surgeon preference. The root cause will be attributed to wear out. A complaint database search finds no other reports against either product/lot combination. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.